Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The reporter states there was no harm to the patient. No add'l pt/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
It was reported that an fms balloon would not hold pressure due to leakage at the inflation port.